Manufacturer narrative:
Evaluated one open or used reservoir. Performed pre-fill reservoir test per (B)(4) and (B)(4).. Found reservoir no leakage anomaly when removing the plunger, performed manual test per (B)(4) appendix g and found plunger easy to release from stopper-plunger. Also ran basal, bolus leaking test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir does not leak.

Manufacturer narrative:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer's weight information has been changed to (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was leak at the past 2nd o-ring. The customer¿s blood glucose was 328 mg/dl at the time of incident. Customer states there was not an air bubble in the reservoir. The reservoir will be returned for analysis.